Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: trek. Guide cath: sheathless al1. Other: finecross, corsair. Evaluation summary: analysis of the returned product confirmed the reported guide wire separation as the core and polymer were separated 25 cm distal to the proximal end of the polymer. The polymer coating was stretched at the separation. The outer diameter of the guide wire core was measured with a laser micrometer and met manufacturing criteria. The separated portion including the tip was not returned. Factors that may contribute to resistance while crossing or while in the lesion may include, but are not limited to, patient anatomy, lesion morphology, device selection, device placement technique, and/or interaction between associated devices. In certain circumstances, such as manipulation through tortuous and/or tight lesions, where heavy torquing and/or pushing/pulling is required, the clearances can be reduced to an undesirable level and could lead to resistance. Scanning electron microscopy (sem) analysis of the guide wire suggests that the failure of the core may be attributed to dimple rupture, fatigue overload. Guide wire separation may occur when the guide wire is subjected to tensile or torsional loads beyond its design limits causing the distal tip to detach. A guide wire being over pulled or over torqued would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the guide wire as described. Any additional attempts to retract the guide wire in this trapped state would exceed design limits and cause the reported separation. In this case, the reported resistance with the lesion could have contributed to the reported guide wire separation. Additionally, the heavily tortuous vessel, heavily calcified lesion with 100% stenosis could have also contributed to the reported separation. In order to ensure that this does not occur as a result of a product quality deficiency, manufacturing performs 100% visual inspection of the guide wire tips after it is loaded into the dispenser, performs non-destructive tip pull test and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. The lot history record was reviewed. There are no non-conforming material records associated with this lot. Additionally, a query of the complaint-handling database was performed and there were no other incidents reported for this lot. Overall, the reported inability to cross the lesion, resistance with the lesion and guide wire separation appear to be related to operational context of the procedure and there is no indication of a product quality deficiency.

Event description:
It was reported that the procedure was to treat a 100% stenosed bifurcation lesion in the proximal circumflex with heavy tortuosity and heavy calcification. A non-abbott guide wire was attempted, but could not cross the lesion; therefore, the progress guide wire was advanced, but also could not cross. During an attempt to remove the guide wire, it was observed the distal part was trapped in the lesion, and then detached 3 cm proximal to the distal tip. There was no attempt made to retrieve the separated portion. Additional attempts were made to cross the lesion with the non-abbott guide wires, but nothing crossed, and the procedure was not continued. It was noted that the patient outcome is fine. There were no reported adverse patient effects. No additional information was provided.